Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by a cable failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (intermittent video) was found to be caused by a cable failure. In addition, service found that there were heavy scratches on the cover and the socket was worn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device displayed an intermittent video. The reported issue was observed while preparing the subject device, prior to an unspecified diagnostic procedure. There was no patient or user injury reported due to the event. This report is being submitted for the maj-1430 under the medwatch with patient identifier (B)(6). The report for the bf-160 was submitted under manufacturer report number: 9610595-2023- 06776.